Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the programmer's floppy drive read the floppy disk intermittently, and therefore the floppy drive was replaced. It was also indicated that the electrocardiogram connector on the printed circuit board was loose. And therefore the board was replaced and calibrated. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the upper hinge plate and rear display cover were worn and therefore replaced. It was also indicated that the programmer was stuck at a logo screen during loading software. The micro processing unit board was replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
The programmer and radiofrequency head were returned for trade in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.